Event description:
It was reported that an exactamix em1200 valve set leaked between the tubing and connector. The ¿female¿ end of the valve assembly transfer set separated from the tubing. This occurred during production. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between july 9-11, 2023. H11: the actual device and a video of the sample was provided for evaluation. Visual inspection of the actual sample found the tubing of the sample was not detached from the bag connector. Visual inspection of the video showed the breakage (tubing to connector separation) being done by hand; however, did not show evidence of the connector separating by itself without manipulation. Functional testing was performed on an in-lab compounder and the tubing remained intact and attached to the bag connector. The inside diameter of the tubing portion was checked and was within product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.